Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "no gas infusion with the system" (medical gas supply problem). The nurse reported, they are receiving no gas infusion with the system. The nurse stated that the facility has had a problem for months with the gas not working properly. The facility must use a portable tank anytime the c3f8 is used. The nurse stated that they do not have a tank and must borrow one from a neighboring facility. This delays cases around 40 mins. The nurse has requested an inservice for the staff and surgeons on how to use the system. No pt injury was reported.

Manufacturer narrative:
The company sales rep completed an inservice with the surgeons and staff. The company service rep examined the system and could not duplicate the problem reported. The regulator has been replaced in a prior call and a slow leak source was not found. The tubing/connector assembly to the gas bottle was replaced as a diagnostic measure. The male cpc connector was replaced as a preventive measure. The system was then tested and met all product specifications. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).